Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A company representative reported that when the microscope was received back from a customer, it was noticed that the microscope head moved in all directions. It was discovered that the screws that hold the metal plates could not be screwed in. Some of the screws were not in the correct place. There was no patient involvement.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The company representative retightened the loose inserts with loctite. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 7, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the loose screws. However, how the screws became loose remains uncertain. (B)(4).